Event description:
It was reported that cartridge leaked insulin from o-ring during off-pump filling and issue occurred one time. There was no adverse impact to the customer's blood glucose level. Caller changed cartridge, loaded insulin again, and successfully resumed insulin therapy, and no additional concerns were reported.